Manufacturer narrative:
(B)(4). Evaluation summary - a thorough analysis of the returned device did not demonstrate any product deficiency which could have contributed to the reported event. The self expanding stent system (sess) was returned with blood on the shaft, on the distal sheath and on the handle and no contrast visible. The distal outer sheath was retracted proximal to the tip and the stent implant was partially expanded distal to the distal outer sheath and no other damage noted to the stent implant. In addition, multiple bends in the shaft distal to the distal end of the handle was noted. Reportedly, no device anomalies or discrepancies reported during delivery system preparation or inspection prior to use. Hence, it is likely that the patient anatomy contributed to outer sheath retraction and bends. Using a snap gauge, the outer diameter of the distal outer sheath measurements met manufacturing criteria. No product deficiency was noted. The xact instructions for use (IFU) states, examine the device for any damage. If any damage is observed, do not use the device and return to manufacturer. Additionally, under delivery system preparation, examine the distal end of the device to ensure that no part of the stent is exposed. Do not use the device if any portion of the stent is exposed, and return to the manufacturer. A review of the lot history records (lhr) associated with this incident revealed the device met the acceptance criteria. Although a conclusive cause was not identified, the inability to cross the vessel may be attributed to operational context of the device.

Event description:
Device malfunction: premature stent deployment. Symptoms / ae: none. Time of malfunction: during the procedure. It was reported that during a carotid artery stenting procedure, the xact stent failed to cross the tortuous vessel. There was no adverse patient sequela reported. Although requested, there was no additional information provided. This event is being reported based on the analysis of the returned device, which revealed the stent was partially deployed. Premature, partial stent deployment within the anatomy had the potential to cause or contribute to patient injury.